Event description:
It was reported that due to the multiple recent recalls on the intravenous (IV) pumps caused the customer to have safety concerns. There were no issues from the recall noted.

Manufacturer narrative:
Upon discussion with clinical cad, file was determined to be non-reportable. Please disregard this report.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that due to the multiple recent recalls on the intravenous (IV) pumps caused the customer to have safety concerns. There were no issues from the recall noted.